Event description:
A 13-year-old female with adhd and chemotherapy induced cirrhosis with hypersplenism underwent a sedation free transnasal esophagoscopy at columbia university/morgan stanley children's hospital. Prior to the procedure she was noted to have normal coagulation studies and platelet count. She was brought to the hospital for routine esophageal variceal surveillance after an extended period without esophageal bleeding and weaning from medical esophageal variceal therapies. She was offered sedation-free transnasal endoscopy as a diagnostic option over sedated endoscopy and informed consent occurred. She was brought to the procedure unit and underwent topical analgesia with 3 ml of 2% gel-based lidocaine in each nostril and in the back of her pharynx. An additional 0.5 ml was given for topical analgesia in her right nares. The transnasal endoscope (evoendo model le 85 cm v3) was introduced through the right nares, past the pharynx, and into the esophagus without issue. The esophagus was visualized and no varices were noted. The stomach was then intubated, and retroflexion was attempted to be performed by advancing the endoscope to the antrum/body and turning the endoscope dials. During this maneuver and turning "all the way" forward a click was heard. She then also tried turning it back to visualize the fundus. Fine tuning occurred using other turns of the shaft or use of the lever. No issue with the lever per the provider was noted. Visualization of the fundus was noted and no varices were noted. The tip was noted to be thought to be turned straight by the provider after the maneuver and the endoscope was brought back to the esophagus and seemed to function "normally" without significant change. The esophagus was visualized during withdrawal. The endoscope was then brought to the pharynx, and the endoscope was unable to be removed through the nose. Gentle turning the dials and or the lever on the scope was unable to achieve removal of the scope or improved visualization. The steering support system was checked to assure it was off by the physician with assistance from the account manager. It was not activated. Advancing of the scope or withdrawal of the scope by the physician caused the patient significant pain. The provider called for assistance and the patient underwent anesthesia to evaluate the cause. Otolaryngology was called and performed a sedated flexible nasal laryngoscopy. Otolaryngology noted the tip of the evoendo model le v3 gastroscope was curved and hooked around the "velum/soft palate" of the patient. They released the tip from the soft palate by pushing on the tip of the model le endoscope with the laryngoscope to straighten the tip of the model le endoscope. The evoendo model le endoscope was then removed easily without issue through the nose. After removal the area was evaluated by ent and no patient pharyngeal damage, irritation, or bleeding was noted per the provider interview. The patient recovered has had no known sequelae or adverse events. After the scope was removed the tip of the scope was visualized in a fixed 180-degree bend with limited turning ability and sent for return and investigation.

Manufacturer narrative:
The investigation found that the user applied "excessive" force to the control knobs in the (r) direction to observe the ge junction. This sheared off the integral stops, allowing the toggle wheel to be displaced, and changed the articulation range to 180-300 (r) instead of 0-180 (r). Once locked into this range, the user was unable to straighten the device from a retroflex position, requiring sedation and a subsequent procedure to remove the device.